Event description:
Pt underwent right total hip arthroplasty in 1998. Onset of right hip pain noted in 2004 and pt underwent revision surgery in 2005. Surgeon noted osteolysis involving the proximal femur and acetabulum.